Event description:
It was reported that: the heater of the incubator had stopped during operation with a patient. The display for the temperature showed dashes w/o acoustical alarm. There was no patient injury.